Manufacturer narrative:
To fix the issue, the field service engineer (fse) replaced the safety disk. The unit passed all functional and safety tests. The failure analysis and testing dept. Received part number 0202-00-0140 safety disk serial number (B)(6) with a reported unit failure of pim leak test failure. The failure analysis and testing dept. Installed part number 0202-00-0140 safety disk serial number (B)(6) into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual part number. The fat was able to replicate the customer failure of the pim failing the leak test. The pim failed the membrane differential leak test with a result of 7 mmhg. The factory specification is +- 6mmhg. The safety disk failed testing. Retaining the safety disk in the fat per procedure.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a safety disk out of box failure. There was no patient involvement reported.